Manufacturer narrative:
H11: section a through f -the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a PICC kinked. PICC was inserted in the right basilic vein with 41cm total length and 0cm left external. The device was indwelling for 46 days and kinked in the middle 1/3 of the upper extremity. PICC was removed and replaced.